Event description:
Client said first they saw smoke and then small flame where wire goes into motor. When chair was turned off smoke and flame went away. On display it said right motor fault. Chair was brought into dealer and he went over with no signs of odor or burns. Motors were cleaned and ran for several hours with no issues.